Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 300 mg/dl in the mornings. Customer's health care professional recommended the pump carbohydrate ratio be adjusted. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio. Customer delivered boluses to address elevated bg levels.